Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the fluid air exchange (f/ax) did not work. The staff attempted to raise the f/ax but no air was coming out. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided. The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The customer noted that it was user error and service was not needed. The system was manufactured on october 31, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to user error. The manufacturer internal reference number is: (B)(4).